Manufacturer narrative:
Patient information unavailable at the time of filing. A manufacturer representative went to the site to test the imaging system. The manufacturer representative found blown 600v 6a fuse on stand alone board. Replaced fuse and performed system checkout with no more issues. System is functioning as intended so returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the site could not shoot x-ray and that the system was stuck in initializing please wait. Multiple reboots no fix. Used the o2 for the case. There was a delay of less than 1 hour. No patient impact was correlated with this event.